Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 180mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no failed battery test alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.